Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, impedance spikes, and is suspected to be fractured. The physician decided to not replace the lead at this time. The lead was programmed to not alert for out of range impedance and was later capped and replaced. No patient complications have been reported as a result of this event.